Event description:
It was reported that approximately one week post implant the right ventricular (rv) lead was possibly dislodged. Ventricular lead sensing was coincident with p-waves. Testing showed the ventricular lead was sensing and capturing the atrium. The device was reprogrammed to turn off the rv lead. The revision procedure was delayed due to dermatitis at the implant site. The lead was later repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri, implantable pacing lead, (B)(6) 2013. (B)(4).